Event description:
Customer reported receiving glucose results of 290 mg/dl and 501 mg/dl on their freestyle flash blood glucose monitor within ten minutes. The results when plotted on a parkes error grid fell in the "a" and "b" zones, showing the difference in values to not be clinically significant. Customer then reported feeling dizzy, sweaty, and then later losing consciousness. An ambulance was called, and paramedics transported customer to a local hospital. Exact treatment administered in order to stabilize glucose levels is unk.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.